Event description:
It was reported that the device failed the occlusion test on the preventative maintenance (pm). Per reporter the device kept giving the check clutch / plunger lever error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the pump has a check clutch/plunger lever error. Complaint confirmed by checking the alarm history and running the occlusion test. Visual and functional testing was performed. Review of event log found check clutch. Review of service history found no repair records found. Found that the pump has the check clutch issue. Device is repaired by replacing the right and left clutch. The main cause of customer¿s complaint was the clutch parts. After replacing the parts, the pump passed all the testing and is fully operational.